Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeon; (B)(6) hospital (B)(6) 2020; two drill bits broken using case also drill bits blunt. Action taken to manage the issue: single use smith and nephew drill bit used - competitor single use product used. 10 minute delay to the procedure, no ae to patient.